Event description:
Medtronic neurological synchromed micro-infusion pump implanted in pt on 3/31/93. Model no. 8615. Pt did very well with implant until approx. 3/97. On 3/29/97, pt called office stating he felt somewhat over-sedated. This was discussed with dr and pt's rate of infusion was lowered to 2.5 mg a day. Pt did not return to office or call until scheduled refill date (4/16/97). On the date when residual drug was removed from pump, there was a volume of 2 cc. According to computer printout, residual volume should have been 8.8 cc. On that date, dr was notified of discrepancy in drug volume. Was also notified that pt still felt over-sedated. Pt's rate of infusion was decreased to 2.25 mg/day. Over next couple weeks, pt was seen frequently for complaints of oversedation. Several times, medication was withdrawn from pump to test for accuracy. Each time, pump was apparently over-infusing. Dr made decision to replace implant and medtronic was notified of problems with this particular device. On 5/6/97, implant was removed and new pump implanted. The defective pump was apparently discarded by operating personnel. Drug was imfumorph and dose prior to 3/29/97 and the dosage was 2.6 mg/day.